Event description:
Same patient as 6000089-2006-01847. It was reported that 1473 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target vessel intervention (tvr). The index procedure treated 1 target lesion located in the proximal circumflex (cx) with 90% stenosis, a length of 13mm and a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16mm taxus express2 drug-eluting stent with 0% residual stenosis. The patient was discharged 1 day post-index procedure on protocol doses of asa and plavix. Core lab report dated 1473 days post-index procedure notes 64.45% (proj.1) and 61.07% (proj.2) stenosis of the target lesion. The distal cx was treated with placement of a 2.5 x 8mm cypher stent, reducing the stenosis to 0%. The mid left anterior descending artery was treated with placement of a 3.0 x 18mm and a 3.0 x 23mm cypher stent, reducing the stenosis to 0%. The patient was discharged one day post tvr on asa and plavix. In the opinion of the physician, the relationship of the tvr to the study stent was possible and the tvr was unrelated to the index procedure and the patient's prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.